Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A picture was sent by the account confirming separation of a portion of the sheath. A manufacturer record review was completed. There were no nonconformances related to this lot were identified therefore supporting the device met material, assembly, and performance specifications. A patient underwent a tavr procedure. A mik unit was used for access. The mik broke during use. The lumen appears to be stretched indicating operation against resistance. Per IFU, a warning and precaution are stated as of the following: - never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, damage to the guidewire, or vessel perforation additional information was requested on vessel factors to determine if the sheath interacted with calcification or any other anatomical factor. A response was received. The vessel was not tortuous or calcified. It is unknown if the sheath interacted with any other ancillary devices that was used along with it leading to damages observed in the pictures. Device was retrieved using forceps. It is unknown if any other damages occurred on the sheath without product evaluation. Based on the information, the most likely root cause of the issue is undeterminable.

Manufacturer narrative:
An investigation has been opened and a follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: used the 4f microintroducer kit and it broke during use; able to retrieve all pieces, and no further surgical interventions needed to be done. Case was completed as usual. Surgeon was able to remove affected sheath over the wire and with the help of a hemostat recover all pieces. The procedure was completed without further incident.